Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela suprarenal aortic extension. Approximately eight and a half (8.5) years post initial procedure, the patient was brought in for an aorta gram for exploration of an endoleak as the patient was know to have an expanding aneurysm enlargement. The endoleak was suspected to be a type 2 and the patient was completely asymptomatic. During the aorta gram, it was determined that the endoleak was a type 3a rather than a type 2. At this point, the physician elected to reline the original implanted devices with an afx2 bifurcated stent graft. Access was obtained and everything looked good and the physician tried to assure the device was centered. The afx2 bifurcated device was inserted into the sheath; however, as the device was being positioned, it became apparent that the afx2 limb was behind a stent. The physician elected to remove the afx2 device and sheath and completed the procedure with another afx2 bifurcated device and suprarenal aortic extension. The endoleak was resolved and the aneurysm was successfully excluded. The patient was reported as did very well and was discharged the next day.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiia endoleak, aneurysm enlargement and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the event was anatomy related, as there was increase in the infrarenal angulation to 67.5 degrees, which likely contributed to the type iiia endoleak (aortic remodeling). No procedure related harms were identified. The final patient status was reported as discharged to home on postoperative day one. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: g3: awareness date has been updated. G4: PMA/510(k) # has been updated. H6: medical device problem code: remove code 4043. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.